Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation due to infection. The device history record (DHR) could not be reviewed as a serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that this aortic pericardial valve, implanted approximately two (2) years and ten (10) months, was explanted due to aortic stenosis. This device was explanted and replaced with a non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ at ICU. The condition of the explanted valve was reported as ¿two of three leaflets were hardened and remained closed, however the leaflets were not fused. Only one leaflet had an open-close mobility."